Event description:
Related manufacturer reference number: 2017865-2022-04394. Related manufacturer reference number: 2017865-2022-04397. It was reported that a patient presented in-clinic for a lead explant procedure. The patient's leads were known to have unspecified malfunctions. Examination of the right atrial (ra) , right ventricular (rv), and left ventricular (lv) leads via chest x-ray performed on (B)(6) 2022 revealed dislodgement due to twiddler's syndrome on all three leads. All three leads were explanted and replaced on (B)(6) 2022. The patient was stable throughout.

Manufacturer narrative:
The reported event was dislodgement. As received, a complete lead was returned in two pieces for analysis. Visual inspection found the helix to be fully extended with sign of blood. X-ray inspection found the inner coil over-torque at the connector region consistent with procedural damage. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
New information received notes that the right atrial (ra) , right ventricular (rv), and left ventricular (lv) leads were all found to have lost lead slack, which was noted prior to the procedure via the chest-x-ray. Prior in-clinic interrogation had only confirmed an unspecified issue on the ra lead. Additionally, fluoroscopy was used during the lead revision procedure. The patient weight was unknown